Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ increasingly severe pain / has gotten acutely worse since 2013 / intermittent and sharp pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, uterine fibroid, cyst, parity 3, right lower quadrant pain, fatigue, energy decreased, trichomonal vaginitis, chlamydia test positive, gonorrhea, hypothyroidism, hypothyroidism, abdominal pain, urinary tract disorder, vaginitis, pain, obesity, constipation, pain in hip, gravida, urinalysis - nad (no abnormality detected) and dysuria. Previously administered products included for an unreported indication: hydrocodne, ibuprofen and cydobenzaprine. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic discomfort ("discomfort"), menstruation irregular ("irregular menstrual bleeding 1-2 times a month at times / irregular cycles"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse / endorse dyspareunia with deep penetration"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), depression ("depression"), migraine ("frequent migraine headaches") and ovarian cyst ("was told she had ovarian cysts with right side bigger than left / ovarian cysts") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and bilateral essure coil removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and uterine leiomyoma outcome was unknown, the pelvic discomfort, menstruation irregular, abdominal pain, back pain, dyspareunia, alopecia, abnormal weight gain, depression and migraine had not resolved and the ovarian cyst had resolved. The reporter considered abdominal pain, abnormal weight gain, alopecia, back pain, depression, dyspareunia, menstruation irregular, migraine, ovarian cyst, pelvic discomfort, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician, but was unable to resolve. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Discrepancy noted regarding insertion date (B)(6) 2011 and (B)(6) 2011) and removal date (B)(6) 2020 and (B)(6) 2020). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 91.4 kgs. Hysterosalpingogram - on an unknown date: coils were properly placed. Pathology test - on (B)(6) 2020: specimen(s) received: bilateral fallopian tube, essure device. Gross description: specimen received in formalin labeled "bilateral fallopian tubes, essure device" and consists of two fallopian tubes with two gray-metallic, coiled, spring devices. Pathologic diagnosis: fallopian tubes, left and right, bilateral laparoscopic salpingectomy: two fallopian tubes with no diagnostic abnormality. Complete cross sections of each visualized. Contraceptive device (gross description only). Ultrasound pelvis - on an unknown date: scarring on the right side because the vaginal probe was unable to move the adnexal organs on that side; in (B)(6) 2019: 10 cm uterus with a 1.4 cm fibroid. Essure coils partially seen and normal ovaries. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, menstruation irregular, ovarian cyst, and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: reporter¿s information was updated, and new reporters were added. Furthermore, the events fibroids and ovarian cysts were added. On 26-jan-2021: medical records was provided. Reporter¿s information was updated, and new reporters were added. Surgical pathology report and ultrasound diagnosis were received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ increasingly severe pain / has gotten acutely worse since 2013 / intermittent and sharp pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, uterine fibroid, cyst, parity 3, right lower quadrant pain, fatigue, energy decreased, trichomonal vaginitis, chlamydia test positive, gonorrhea, hypothyroidism, hypothyroidism, abdominal pain, urinary tract disorder, vaginitis, pain, obesity, constipation, pain in hip, gravida, urinalysis - nad (no abnormality detected) and dysuria. Previously administered products included for an unreported indication: hydrocodne, ibuprofen and cydobenzaprine. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic discomfort ("discomfort"), menstruation irregular ("irregular menstrual bleeding 1-2 times a month at times / irregular cycles"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse / endorse dyspareunia with deep penetration"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), depression ("depression"), migraine ("frequent migraine headaches") and ovarian cyst ("was told she had ovarian cysts with right side bigger than left / ovarian cysts") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and bilateral essure coil removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and uterine leiomyoma outcome was unknown, the pelvic discomfort, menstruation irregular, abdominal pain, back pain, dyspareunia, alopecia, abnormal weight gain, depression and migraine had not resolved and the ovarian cyst had resolved. The reporter considered abdominal pain, abnormal weight gain, alopecia, back pain, depression, dyspareunia, menstruation irregular, migraine, ovarian cyst, pelvic discomfort, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician, but was unable to resolve. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Discrepancy noted regarding insertion date ((B)(6) 2011 and (B)(6) 2011) and removal date ((B)(6) 2020 and (B)(6) 2020). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 91.4 kgs. Hysterosalpingogram - on an unknown date: coils were properly placed. Pathology test - on (B)(6) 2020: specimen(s) received: bilateral fallopian tube, essure device. Gross description: specimen received in formalin labeled "bilateral fallopian tubes, essure device" and consists of two fallopian tubes with two gray-metallic, coiled, spring devices. Pathologic diagnosis: fallopian tubes, left and right, bilateral laparoscopic salpingectomy: two fallopian tubes with no diagnostic abnormality. Complete cross sections of each visualized. Contraceptive device (gross description only). Ultrasound pelvis - on an unknown date: scarring on the right side because the vaginal probe was unable to move the adnexal organs on that side; in (B)(6) 2019: 10 cm uterus with a 1.4 cm fibroid. Essure coils partially seen and normal ovaries. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, menstruation irregular, ovarian cyst, and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ increasingly severe pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, uterine bleeding, uterine fibroid, cyst, parity 3, right lower quadrant pain, irregular periods, dyspareunia, hair loss, fatigue, energy decreased, trichomonal vaginitis, vaginitis chlamydial, gonorrhea, hypothyroidism, hypothyroidism, abdominal pain, urinary tract disorder, vaginitis, pain, obesity, constipation, pain in hip, gravida, paratubal cyst, urinalysis - nad (no abnormality detected) and dysuria. Previously administered products included for an unreported indication: hydrocodne, ibuprofen and cydobenzaprine. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menstruation irregular ("irregular menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), depression ("depression") and migraine ("frequent migraine headaches"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and bilateral essure coil removal on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, pelvic discomfort, menstruation irregular, abdominal pain, back pain, dyspareunia, alopecia, abnormal weight gain, depression and migraine had not resolved. The reporter considered abdominal pain, abnormal weight gain, alopecia, back pain, depression, dyspareunia, menstruation irregular, migraine, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 91.4 kgs. Hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2021: mr received: case category upgraded to serious incident. Previously reported event: ' chronic pelvic pain' was made intervention required due to added removal surgery. Removal date,action taken with drug, medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.